Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital on (B)(6) 2018 with pocket erosion and infection. The source of the infection was not determined. The implantable cardioverter defibrillator and right ventricular lead were explanted on (B)(6) 2018. The patient was stable during the procedure.